Manufacturer narrative:
Ortho field engineer went on site for service. No repairs needed. Qc was run and verified by customer. Instrument is operating as expected. (B)(4).

Event description:
On (B)(6) 2018, a negative dat result on a cord blood tested on provue (s/n (B)(4)) was reported to a clinician. Because the newborn showed signs of jaundice, the physician requested that the dat be repeated. The sample was then retested on a different provue and in manual gel. Weak-1+ reactivity was noted. Due to the discrepant results obtained, the customer reviewed the results of 239 cord blood samples in which the baby was either group a or group b and the mother was group o. Samples had originally been tested on one of four provue instruments during the time period (B)(6) 2018 to (B)(6) 2018. Twenty one samples that had initially been reported as negative were repeated in manual gel. Five samples, originally reported as negative were now weak - 1+ in manual gel testing. Two of the five samples now testing as w-1+ in manual gel were initially tested on this same provue instrument (s/n (B)(4)). Sample (B)(6) was originally tested on (B)(6) 2018 and sample (B)(6) originally was tested on (B)(6) 2018. Report 2 of 3 (event with sample (B)(6)).